Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to call emergency medical transport due to low blood glucose. Blood glucose level was 35 mg/dl. Customer was passed out due to hypoglycemia. Customer treated their low blood glucose with orange juice. Customer reported that they treated intravenously to brought her blood glucose stable. Customer reported that they had 45 mg/ dl blood glucose at morning. Customer declined to troubleshooting for low blood glucose. Insulin pump will not be returned for analysis.